Event description:
It was reported to philips healthcare that the heartstart xl failed to deliver a two shocks during a patient event; new pads were acquired and the patient was successfully shocked. There was no reported patient impact.

Manufacturer narrative:
(B)(4). A follow up report will be submitted upon completion of the investigation.